Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(4). Reporter phone #: (B)(6). Additional information regarding patient involvement has been requested. If new information is received, a supplemental report will be submitted.

Event description:
The customer reported a patient was on a ventilator overnight when the settings auto changed from bilevel positive airway pressure (bipap) to continuous positive airway pressure (CPAP). The international philips remote service engineer (rse) reported that the issue was identified during device set up. The rse reported that it is unknown whether or not there was patient involvement, that there was no delay to patient therapy, that no patient or use was harmed, and that there was no medical intervention performed. The device was evaluated by the customer and an international philips remote service engineer (rse). The rse evaluated the event logs and reported that they could only see entries from the settings and connote see how or why it was changed. The rse advised the customer to perform a full performance verification test (pvt) and verify if the device changes the settings automatically, or if the navigation ring or touchscreen is functional and can save the settings entered by user. The customer performed a full performance verification and the device passed testing, fault was not replicated. The rse then advised the customer to monitor the device by setting bipap and verifying if this changes automatically to CPAP. The customer returned the device to clinical use and is to contact again if issue re-occurs.

Manufacturer narrative:
Per the remote service engineer, the customer reported that the device settings change occurred overnight, the device was connected to a patient, and the setting changes were noticed a few hours later in the morning (during setup). The rse was not provided with further information. Additionally, the ventilator settings require manual input by a trained clinician, and the ventilator was designed with a protective measure of requiring user confirmation of input values, including a three-step setting process. No parts were replaced, and no parts will be returned for failure investigation; therefore, the root cause at the component level could not be determined.